Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure. The patient experienced a little bowel urgency and tenesmus; it was noted that there was a tiny amount of infiltration of the hydrogel into the rectal wall. On magnetic resonance imaging (MRI), the hydrogel seemed in the correct location, but a small amount was noted at the apex in a tiny area. The hydrogel seemed to be under the serosa, and there appeared to be a tiny layer of muscle behind the hydrogel but not into the lumen. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/08/2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Manufacturer narrative:
Additional information block b5 and b7 has been updated with the additional information received on (B)(6) 2024. Block b3: the exact date of the event is unknown. The provided event date, (B)(6)2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure. The patient experienced a little bowel urgency and tenesmus; it was noted that there was a tiny amount of infiltration of the hydrogel into the rectal wall. On magnetic resonance imaging (MRI), the hydrogel seemed in the correct location, but a small amount was noted at the apex in a tiny area. The hydrogel seemed to be under the serosa, and there appeared to be a tiny layer of muscle behind the hydrogel but not into the lumen. Boston scientific has been unable to obtain additional information despite good faith efforts. ***additional information received on (B)(6) 2024*** it was further reported that during a follow up magnetic resonance imaging (MRI) the scan does not showed nothing different that the previous diagnostic, just a slight intrusion into the rectal wall. The physician decided to continue the radiation therapy doing 2,5 gy per fraction initially. The colonoscopy showed that the mucosa looked heathy.